Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was retrieved from the patient's body and the procedure was completed with a different size non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has a pinhole 17mm from the proximal markerband. There are numerous shaft kinks. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5.0mmx40mmx40cm sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was retrieved from the patient's body and the procedure was completed with a different size non-bsc balloon catheter. No patient complications nor injuries were reported.